Manufacturer narrative:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change (B)(4).

Event description:
A consumer reported that philips one power toothbrush overheated and caught fire. No injuries or property damage were reported.